Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection as well as an inspection of the provided fluoroscopic images. During the visual inspection the fixation helix was found fractured, just as mentioned in the event description. The analysis of the provided fluoroscopic images confirmed a fractured fixation helix. The distal part of the helix was found fixated in the septum, as reported in the complaint. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage, it is reasonable to assume that strong pulling and rotation forces applied during the attempted implantation contributed to this observation. Further damages like the deformed lead body immediately distal to the is-1 connector pin most likely occurred during the attempted implantation procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During the implantation procedure the lead could not be positioned. A fracture was observed.